Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions.¿ these words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. (B)(4).

Event description:
It was reported that the patient had a stroke, unrelated to vns and was hospitalized. The patient's daughter expressed to the hospital facility to monitor her mother closely as well as her vns device but her efforts were ignored. It was reported that the patient had an hour long seizure in july and she has been in a coma ever since and her mental state had been altered. It was noted that the patient had the device disabled in october to have a MRI scan due to the stroke and altered mental status and when they tried to turn it back on the patient experienced tolerability issues. The patient experienced coughing, gagging, and breathing heavy and couldn't tolerate stimulation.

Event description:
Additional information received noting that the hour long seizure the patient had was not related to the vns and the only intervention was an eeg to identify the patient's seizures.

Event description:
Additional information received noting that the patient passed away recently and the cause of death was not provided. The device will be explanted but has not been received by product analysis to date.